Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr was able to confirmed that the screen went dim to blank. The reported issue was resolved by replacing front panel. The device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator's touch screen went dim to blank . The customer restarted the ventilator but it did not resolve the reported issue. There was no patient involvement associated with the reported event.